Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was detecting noise, which led to a significant amount of inappropriate episodes. Some inappropriate anti-tachycardia pacing (atp) was also delivered. New information was received that this lead was repositioned to alleviate noise, however, noise is still present. New information was received stating that this lead was being explanted following an x-ray that noted the lead had pulled taught after implant, and possibly dislodged. Boston scientific technical services was consulted and suggested that the noise might be lead on lead or that both lead helix's might be touching. A chest x-ray is needed to determine the issue at this point. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.